Manufacturer narrative:
(B)(4) (additional surgery). The device has not been returned to the manufacturer for evaluation. The first hardware failure and revision surgery was reported under report number 1030489201000893.

Event description:
Patient medical records state that the patient underwent surgery for l4-5, l5-s1 interbody fusion with posterior bilateral rod fixation at l3-s1 with dynamic rod at l3-4. Approximately two years post-op the patient underwent additional surgery to remove the left sided posterior fixation due to fractured hardware and for decompression of lumbosacral nerve. The patient reportedly did well for some time. Approximately 1 year later the patient began developing increasing pain and x-rays revealed a fracture of the right sided rod. The patient underwent a second revision to removed the right sided hardware and for tlif at l3-4 with bilateral rod/pedicle screw fixation at l3-4.